Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Perform pairing test with nordic bluetooth device: fail-connection timeout. Perform share log review: no data. Performed share log review and a loss of connection was found in log. The complaint is confirmed because the transmitter did not complete testing. The reported event of loss of connection was confirmed. The root cause is defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined.